Event description:
Same case as: 1527460-2010-00210. The complainant reported an under-delivery. The feeding set rate was 24 ml/hr to be delivered over 12 hours for a total of 288 ml; however, per reading from a measuring cup, the actual amount delivered was 150 ml.

Manufacturer narrative:
(B)(4). The device reported, list number m771 is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.